Event description:
Per the audiologist, the patient was unresponsive to stimulus of the device. Results of an integrity test done (B) (6), 2009 indicate no receiver stimulator output. Recommendation undetermined at this time.

Manufacturer narrative:
(B) (4). Cochlear attempted an electronic submission on march 9, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.